Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) stopped compressions was confirmed based on the archive data review but not during the functional testing. No device malfunction was observed during the testing, and the platform functioned as intended. The archive data indicated that the autopulse platform stopped compressions displaying user advisory 17 (max motor on time exceeded during active operation) on the reported event date. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the preliminary functional testing and run-in test without error or fault. The reported complaint was not reproduced throughout the testing and the platform functioned as intended. During service, the brake gap inspection was performed, and it was verified that the brake gap was within the specification. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
The autopulse platform (sn (B)(6) was used to resuscitate a patient. After the crew placed and secured the patient on the autopulse, compressions were performed as intended. After two rounds of automated CPR, while trying to restart CPR, compressions would begin and then stop after 3 to 4 compressions. There are no error messages and no realignment alerts. The crew attempted to stop and restart multiple times, but the same issue occurred. The crew reverted to manual CPR. No consequences or impacts on the patient.